Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. (B)(4). Carefusion has sent a letter to the user facility seeking additional information concerning the evaluation and repair of the device. Additionally, the carefusion technical support department has attempted to contact the user facility in order to obtain information on the status of this device. As of the date of this report, carefusion has been unable to obtain additional information from the user facility. Should additional information be obtained, carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "Vent sn (B)(4) does not alarm when ac power is disconnected, it continues to ventilate, but does not give warning alarm. He states all other alarms work. I asked him when last time there was an overhaul preformed on this vent, he stated it has been a long time. I suggested he send vent in for overhaul and repair and provided him price of overhaul, he will contact the director and call back."